Manufacturer narrative:
Sensor 0m000fx4rzw has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating normal termination upon 14 days). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying an adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and lost consciousness. An unspecified capillary reading was obtained on an unspecified meter and customer was provided food by a third-party. There was no report of death or permanent impairment associated with this event.